Manufacturer narrative:
Batch review performed on 27 november 2018. Lot 060555: (B)(4) items manufactured and released on 12 april 2006 . Expiration date: 2011-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved and revised: liner: cc e cc light 01.26.2844stt flat pe liner ø 28 / e, (k103352) lot 061429: 15 items manufactured and released on 22 september 2006 . Expiration date: 2011-08-31.no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that on the following day the surgeon would have revised the patient more than 11 years after primary surgery, due to suspected femoral osteolysis and pe wear. The surgeon revised the stem, the head and the liner.